Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system (one (1) main body and three (3) limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately four (4) months post initial procedure the patient presented emergently with limb ischemia on the left side and occlusion of the left ovation ix iliac limb extension. Re-intervention was completed with implant of an ovation ix iliac limb on the right side and surgical crossover to restore bloodstream in left leg of the patient. The patient was reported to be fine post re-intervention.